Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/27/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The complaint states the patient experienced a failed transmitter error. Data was provided for investigation. Product was not provided for investigation. Complaint was not confirmed during data review. The root cause could not be determined.